Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had a sudden symptom return. The caller also reported that the device was "aggravating" the patient which was clarified to mean that the patient was going to the bathroom too often. The caller further indicated that the patient programmer (pp) was not explained to the patient. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on, but set to 0.0 on program 3. When the patient attempted to increase stimulation on program 3 the patient encountered the upper limit and 0 was the only available setting on program 3. The caller was assisted with changing to program 4 where the patient could increase stimulation to 0.4 or 0.5 where the patient confirmed feeling stimulation in the target area. The caller confirmed that the frequency had started in the last two days, but was not since implant event though the patient had a recent implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.